Event description:
It was reported by the sales rep that the new 11fr introducer of the pr9, coronary sinus catheter was leaking from the valve once the dilator had been removed. It continued to bleed until they put a cap on it. The did not retain the device for evaluation. No patient injury was reported.

Manufacturer narrative:
The device was discarded by the hospital. The product was not returned and the root cause could not be determined for this device. Therefore, a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the introrc leaking that have been confirmed. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated in regard to the introrc leaking complaints. Instructions for use were reviewed and found appropriate. The lot number of the device in this case is unknown; therefore, an DHR review will not be conducted. (B)(4). A product recall has been initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.